Event description:
It was reported that during a billroth procedure, the device closed and fired. Tissue was transected on specimen side using cold scalpel. Stapler was opened and no staples were present on tissue. A new reload cartridge was placed in instrument and was fired sucessfully. The or time was extended 30 minutes. The pt lost an unk amount of blood and received a blood tranfusion of one unit.